Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID hh9020tdd serial# (B)(6) product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for spinal pain. The patient reported they could not get the handset to deliver a bolus. Patient stated they were in pain and had trouble thinking. Agent walked patient through resetting the bluetooth settings. The troubleshooting steps that were taken on the call resolved the issue. Patient also mentioned experiencing a lag at 90% agent assisted patient in clearing the data in the device. Patient was able to connect to pump without a lag. The patient was locked out for 2 hours and 50 minutes after connecting to pump. Agent educated patient lockout times. Patient also stated that the print was too small on their medtronic card and they had to use a magnifying glass to read the number to call. Additional information was received from the healthcare provider reporting that patient was having difficulty getting the personal therapy manager (ptm) to connect to her pump and deliver boluses. Agent reviewed notes from previous case and advised hcp that some hands-on assistance might benefit the patient. The hcp was not with the patient at the time of the call. Agent advised hcp to call back when patient was present if they would like additional help getting the ptm to connect. Additional information was received from the patient reporting that they were having trouble to get their device to work properly and would not let them do anything. Patient stated they tried to push the button and use the other device that 'goes with it'. Agent attempted to clarify the issue. Patient said that they were trying to connect the communicator to the handset, but they lost connection few times. Patient said the issue started yesterday. During the call patient was having difficulty to navigate handset. Agent walked the patient through to access the myptm app but patient said when connecting, they saw the searching for pump message and the handset screen kept on going back to no device found multiple times. Patient confirmed that the communicator showed a solid bluetooth light, the bluetooth and location on the handset was turned on. Patient tried to move the communicator around the pump, but they we re still getting no device found message. Agent reviewed information. Troubleshooting steps taken on the call did not resolve the issue. Agent redirected patient to their healthcare provider (hcp) to further address the issue. They stated that they had trouble since they got the new handset.